Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and battery test. The customer's blood glucose level at the time of incident was 403mg/dl. The customer's most current level was 417mg/dl. The customer mentioned they did not feel ok to troubleshoot at this time. The customer was advised to conduct full set and reservoir change, and to contact their health care provider. The customer was advised to call back in order to troubleshoot.